Event description:
Pt was found on floor in an upright position; with her butocks on the floor, back against her bed and her chin positioned between the mattress and upper side rail, and her head turned to the right.